Event description:
Nurse was adding piggy back tubing into primary tubing access port. This created a jam and piggy back tubing broke off inside of the access port of the primary tubing, which resulted in a back flush of primary tubing contents/fluids pouring out.